Event description:
The facility representative reported,that the device was under-infusing. The event occurred during bio-med testing. The hospital representative stated,that there were no reports of patient injury or medical intervention. No additional information is available. The reported condition was confirmed during service.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition of under-infusion was confirmed and it was due to the pump failing the pre-accuracy test, the pump head module was replaced.